Manufacturer narrative:
The reported 72202468 fast-fix 360 curved needle delivery system, intended for use in treatment, has been returned for evaluation. The information provided states: ¿during the surgery, the t2 anchor got pulled out from the meniscus¿. Visual assessment of the device showed bent needle. The depth limiter was cut to the surgeons desired length. T1 was free from delivey needle. T2 remained on delivery needle. An exact root cause cannot be determined with confidence. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device intended for use in treatment, was not returned for evaluation. Due to unavailability, evaluation was limited. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Instruction for use contains instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include:inadvertent deployment during unpackaging; inadvertent twisting or bending of the delivery needle; incomplete needle penetration through meniscus; improper spacing of anchors. (Insufficient suture slack pulls opposite anchor); difficulty with reaching the desired tissue location; inadequate tissue conditions; entanglement with other instruments or devices. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. This includes during removal from the paper carrier. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. Complaint history review indicated a similar allegation for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacturing of this device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the surgery, the t2 anchor got pulled out from the meniscus. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.